Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Follow up information received identified the issue persists. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified the patient had her scs ipg replaced with a new one. Stimulation therapy was reportedly restored postopertively.

Event description:
It was reported the patient's scs ipg was unable to communicate with multiple clinician programmers (cp). The cp would only display "generator not paired" message. Reportedly, the patient underwent an unrelated surgical procedure, but the patient stated the surgery mode was activated on the scs system. Multiple attempts to resolve the issue with troubleshooting were unsuccessful. The next course of action has not been determined at this time.